Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm and blank display. Customer was assisted with troubleshooting. Customer was able to clear alarm. Customer was able to complete rewind. Customer changed the battery insulin pump had another unexpected restart alarm. Customer stated that the battery cap was neither damaged nor corroded. Customer stated that the unexpected restart alarm did not happen with each battery change. Customer stated that the insulin pump had multiple pump error alarms. Customer was able to clear alarm and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.